Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection at the pylorus of the stomach on a laparoscopic roux-en-y bypass, the surgeon was able to press the green button but the firing stuck in the middle and resulted to poor staple formation. They changed a new pack to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.